Manufacturer narrative:
Blocks d4 and h4: the complainant was unable to report the upn/lot number; therefore, the manufacture date and expiration date are unknown. Block h6: imdrf patient code e2330 captures the reportable event of pain. Imdrf patient code e172001 captures the reportable event of abscess. Imdrf device code a1502 captures the reportable event gel misplaced - non vascular.

Event description:
It was reported that a patient who underwent spaceoar vue placement procedure, had 90 to 95% of the hydrogel placed in the correct placed, however at the apex there was some rectal wall infiltration and right of the prostate rectal hump. The patient received conventional fractionation at 1.8 gray per fraction, however three weeks into treatment the patient developed significant pain in the rectum, and about 4 1/2 weeks, he another computer tomography (CT) which showed an abscess, that was later confirmed on magnetic resonance imaging (MRI). The patient was treated with antibiotics that cleared up the symptoms, not drainage was necessary. The patient is currently on zytiga and androgen deprivation therapy (adt) and doing well.

Event description:
It was reported that a patient who underwent spaceoar vue placement procedure, had 90 to 95% of the hydrogel placed in the correct placed, however at the apex there was some rectal wall infiltration and right of the prostate rectal hump. The patient received conventional fractionation at 1.8 gray per fraction, however three weeks into treatment the patient developed significant pain in the rectum, and about 4 1/2 weeks, he another computer tomography (CT) which showed an abscess, that was later confirmed on magnetic resonance imaging (MRI). The patient was treated with antibiotics that cleared up the symptoms, not drainage was necessary. The patient is currently on zytiga and androgen deprivation therapy (adt) and doing well.

Manufacturer narrative:
Block h6: correction impacted code f06 disruption of sequence medical procedure, has been added to capture the pause in the radiation treatment. Blocks d4 and h4: the complainant was unable to report the upn/lot number; therefore, the manufacture date and expiration date are unknown. Block h6: imdrf patient code e2330 captures the reportable event of pain. Imdrf patient code e172001 captures the reportable event of abscess. Imdrf device code a1502 captures the reportable event gel misplaced - non vascular.